Event description:
Air evac at bedside to transport intubated patient to higher level of care. When reassessing the airway, they noted a decrease in cuff pressure of ettendotracheal tube) tube. Air evac attempted to reflate cuff but air immediately leaked out indicating a cuff leak and ett had to be exchanged. No change in patient status/ remained hemodynamically stable. Ref# (B)(6).